Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined defibrillation impedance on the right ventricular (rv) lead post generator change out. There were questions regarding a possible fracture or connection issue. The patient was brought back into the lab where a connection issue was confirmed. The physician was able to pull the lead from the cardiac resynchronization therapy defibrillator (crt-d) as the setscrew was not engaged. The physician had difficulty re-engaging and aligning the setscrew but was eventually successful after a few attempts. The lead and device remain in use. No patient complications have been reported as a result of this event.